Event description:
It was reported that the patient had a flipped pump "a long time ago." The flip was confirmed, and it was believed to have occurred over one year ago. The physician re-flipped the pump right side up and used a type of tegaderm, approximately 4x5 inches, over the patient's skin to hold the pump in place. The device system was used to deliver hydromorphone (dilaudid), clonidine, and bupivacaine (marcaine). No patient injury was reported related to the event.

Manufacturer narrative:
(B)(4).